Event description:
It was reported that the home patient (hp) thought they had air in the patient line during peritoneal dialysis (pd) therapy. The hp did connect to the setup. The hp stated that they thought the patient line did not prime. During the troubleshooting, the hp told the technical service representative (tsr) that the patient line looked primed when they connected and then they still ended up seeing air in the patient line. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.